Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, a21 error test and displacement test or verify battery out limit alarm due to blank display.

Event description:
It was reported that the insulin pump turned off without alarm. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The customer also stated that they changed the battery and some time later pump turned on. The insulin pump will be returned for analysis.